Manufacturer narrative:
On (B)(6) 2011: this event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the u.s; however, it is similar to reply dr or sr models approved under (B)(4). Analysis is pending.

Event description:
Reportedly, on (B)(6) 2011, the physician observed issues with the auto threshold function. The physician asked for suggestions.